Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. The omnipod¿s user guide warns to "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider,¿ and it advises "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."

Event description:
Nurse (B)(6) called to report that the patient had blood glucose reading of 36 mg/dl and that she had to be hospitalized. She did not provide any further information regarding the patient's hospitalization or her treatment. Attempts were made to contact the patient to provide additional information. Messages were left, but she did not return the calls.